Event description:
It was reported the therapy test was disabled in operational check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
It was determined that the issue was a malfunction of the external paddles, which were replaced, and the device was returned to full functionality. The alleged malfunction was confirmed, and the issue was resolved by changing the external paddles. The device is now functioning as intended. The device remains at the customer site, and no further evaluation is warranted at this time.